Manufacturer narrative:
Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately five (5) seconds at 07:38am on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 07:38am on (B)(6) 2018. At 07:38am on (B)(6) 2018, a user affirmed in the instrument software that the ethanol concentration in bottle 8 was to be set to the default concentration of 100%. Bottle 13 (xylene) was not in contact with the corresponding sensor for approximately five (5) seconds at 07:38am on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 07:38am on (B)(6) 2018. At 07:38am on (B)(6) 2018, a user affirmed in the instrument software that the xylene concentration in bottle 13 was to be set to the default concentration of 100%. Although the user affirmed in the instrument software that the reagent concentration in bottles 8 (ethanol), and 13 (xylene) was to be set to the default value of 100% at 07:38am on (B)(6) 2018, the actual concentration of the reagent in bottles 8 (ethanol) and 13 (xylene) remained unchanged at 82.9% and 82.7% respectively because neither bottle had been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 8 (ethanol) was used for the final dehydration step; and bottle 13 (xylene) was used for the final clearing step of the "2hr biopsy run" protocol started in retort b at 17:33pm on (B)(6) 2018; and the "6hr large routine" protocol started in retort a at 17:33pm on (B)(6) 2018, from which sub-optimal tissue processing was identified. Investigation of this complaint found that the instrument functioned as designed during execution of both the "2hr biopsy run" protocol started in retort b at 17:33pm on (B)(6) 2018 and the "6hr large routine" protocol started in retort a at 17:33pm on (B)(6) 2018, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 07:38am on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottles 8 (ethanol) and 13 (xylene) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2018, leica biosystems received a complaint of "over process/brittle microtomy" tissue derived from a six (6) hour processing run comprising approximately 172 cassettes executed in retort b. The complainant advised that the reagent in bottles 3 (70% ethanol); 4 (70% ethanol) and the wax in wax bath 3 had been replaced on (B)(6) 2018; the reagent in bottles 1 (formalin); 2 (formalin); 8 (ethanol) and 13 (xylene) had been replaced on (B)(6) 2018; and an event code "101", which indicates that the scheduled reagent was unavailable and the best alternative used, had been displayed for wax bath 3. On 02 january 2019, a leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse performed functional tests, which indicated that the retort a middle liquid level sensor (lls) required replacement; and the retort a middle lls was subsequently replaced. The fse measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was not acceptable in bottles 3 (70% ethanol); 4 (70% ethanol); 8 (ethanol); and 9 (ethanol). The measured ethanol concentration in bottles 3; 4; 8; and 9 was 83%; 73%; 90%; and 100% respectively; and the calculated concentration was 69%; 67%; 100%; and 93% respectively. The fse also documented that a leica field support specialist (fss) would contact the complainant to provide support in relation to actions to be taken prior to processing further diagnostic samples. On 15 january 2019, the leica applications specialist received information that "all cases were able to be diagnosed. All cases were able to be diagnosed with addition of more gross from oringaly (sic) biopsy, ihc and special (sic) stains".